Event description:
The user reported that they experience air entering the system when pulling vacuum using a syringe during preparation of the device. They discovered a crack on one of the manifold luer connectors. No harm or injury reported.

Manufacturer narrative:
Device evaluation: one used suspect device was returned for evaluation. The user did not specify if this was the initial use of the device. The device history record was reviewed and found no exception documents. The complaint database was reviewed and found no similar complaints for this lot number. The device was examined visually and the complaint was confirmed. The luer was found to have a significant crack extending the length of the luer connector. There were no other signs of damage to the luer thread or taper. The device was tested for brittleness and met acceptance criteria. The root cause could not be determined. Method - fracture toughness testing, process evaluation.